Manufacturer narrative:
Upon disassembly for visual inspection, the sockets, motor and tps flex were corroded, the boot and the drive bearing were worn and the top and bottom bearings were gritty.

Event description:
While testing the micro sagittal saw during routine servicing it ran without user activation. There was no patient involvement and no adverse consequences associated with this event.